Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 at 3:20 pm. The sensor's site is the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor wasn't palpable before the incision. Transmitter and magnet was used to localize the sensor. Ultrasound wasn't used to localize the sensor. The sensor was not localized.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.